Manufacturer narrative:
Device manufacture date: the device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was locked up due to a worn component in the motor. Therefore, the reported condition was not confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device seized up. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the date of manufacture (dom) was unknown. Has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly.